Event description:
Additional information indicates that the ipg was electively explanted and replaced on (B)(6) 2025. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Additional information indicates that the ipg was electively explanted and replaced on (B)(6) 2025. There is no alleged stated deficiency or malfunction of the device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high and low impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.